Event description:
Pt had surgery in 10/2000 with removal of hardware in the left leg an osteotomy to the fibula and correction of their varus deformity with intramedullary rodding. On 11/2000, pt returned for surgery. Pt had removal of broken tibial nail, with exchange for larger tibial nail and bone grafting of osteotomy site.